Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to verify missing segments or partial display, perform displacement test, self test, and current measurements due to display anomaly. Device received with pillowing keypad overlay, scratched case and cracked keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 305 mg/dl. They stated that the customer fell of the bike and the insulin pump was with him. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display did not return after restart. They stated that the insulin pump screen had a line when it was switched on then went blank after inserting a new battery the screen went on and off and white screen. The insulin pump will be returned for analysis.